Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #19. Details of surgery: implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was sent to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, increased sensitivity, abscess and inflammation. No further patient complications were reported.